Event description:
It was reported that during an unknown procedure, the operator applied the clip on a vessel and the jaws did not open. Or nurse said that the operator had to open with other instruments and when they tried later outside the body to check if it works, it worked fine afterwards. It is unknown how case completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Damaged shaft the analysis results for the el5ml device found that it was returned with the shaft bent. In an attempt to replicate the reported incident; the device was cycled and 3 clips with gap were fed. No further functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No incident related to the reported event was observed during the batch record review.